Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found only the distal tip portion of the lead was returned for analysis. Insulation abrasion at 18.6 cm to 20.1 cm from the distal tip. The abrasions were consistent with constant friction with another implantable device. (B)(4). (B)(6).